Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged headache. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged headache. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of wear and tear on the outside of the unit, dust dirt contaminate in and around the filter inlet area and canal, brown, dark and light fiber contaminate in the sd card area, modem slot opening area, and in the outlet port and surrounding area, light amount of beige dust dirt contaminate on the pca, in the chimney of the blower box, on the top of the blower box housing, inner walls of the blower box, on the top and bottom of the blower, and in the blower opening, a very small amount of contaminate just above the plug inlet on the p4 connector. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the multiple contaminates found were consistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3, h6 have been updated/corrected.